Manufacturer narrative:
Date of report: 29nov2018. Date of manufacturer: 28nov2018. The sensor printed circuit board assembly was returned and tested; no failures were identified. The error ventilator inoperable could not be duplicated.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20sep2018. Philips fse (field service engineer) confirmed error code 9003 error in log (flow sensor failure). The fse replaced sensor printed circuit board to address errors in log, unit passed all performance tests and was ready to be returned to service.

Event description:
The customer reported unit alarmed ventilator inoperable. There was no patient or user harm reported. The event date was not specified; estimate used.